Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the patient returned for a recent refill and was expected to have 1.5cc¿s left in the pump, but had 18.5 cc¿s. The patient had no complaints of withdrawal. It was stated that there was no recent mris or other issues as environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting included the patient was reprogrammed and was set to return in a couple of weeks to check the amount in the reservoir. A dye study would most likely be ordered and the logs were not checked. The actions/interventions included the patient was to be scheduled for a dye study and interrogation in a couple of weeks. The issue was not resolved and the patient status was alive with no injury. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient¿s weight and medical history were asked and would not be made available. The event date was asked, but unknown. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pump was alarming or beeping. The alarm had been going off since the morning of (B)(6)2018 every 10 minutes and was "about to drive the patient crazy". The sound was consistent with the pump alarms, the patient described hearing a critical alarm. The patient reported her pump had not been working for almost a year. The patient reported her managing healthcare professional (hcp) attempted to refill the pump but it was already full because it was not delivering medication. The patient was referred to her implanting physician who told the patient to just leave it alone and that it could stay in there forever. Prior to reporting the patient called her implanting doctor's office and informed them of the alarm and they referred her to her managing hcp; however, the managing hcp's office was not open on mondays. The patient was to follow-up with the hcp. The patient did not know if the pump was filled with saline or set to minimum rate mode when she discontinued using it. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was delivering infumorph (10 mg/ml at 0.75 mg/day). It was reported that at the refill on (B)(6) 2017, the hcp noted that when the residual medication was removed "it was the exact same volume as we put in." It was reported that the pump was malfunctioning, so they did not plan to use if for pain management going forward. The pump had been flipping and the patient often moved the pump. It was reported that the patient had multiple surgeries since (B)(6) 2017 and that she no longer needed the pump. It was also noted that the patient had "some surgery" and no longer needed the pump. The surgeries were not related to the device or therapy. The patient was using a fentanyl patch which was providing sufficient control of the pain. The pump was alarming for a low reservoir and it had 0 cc in it at the time of the report. The hcp was inquiring about programming the pump off, and elected to put saline in the pump and put it on minimum rate. On (B)(6) 2018, the hcp accessed the pump today to fill it with preservative free normal saline, and again pulled out 20 cc of infumorph, so the medication had been delivered since the last refill on (B)(6) 2017. No further complications were reported.